Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that the physician was about to deploy the trunk-ipsilateral leg component when the fluoroscopy shut down and the physician quickly grabbed the sheath and deployed the device. An angiogram revealed that the trunk-ipsilateral leg component was partially covering the right renal artery. Two balloons were used to try to move the device distally; however, the attempts were unsuccessful so the decision was made to implant a rental stent to allow for full patency. The pt tolerated the procedure and no further complications were reported.